Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was taken to the hospital due to blood glucose level of 525mg/dl and unspecified injury to knee. Although requested, the customer declined to provide additional information related to the hospitalization. Reportedly, the pump battery was depleting quickly resulting in the pump shutting off. Troubleshooting with tandem technical support indicated that pump battery was depleting normally based on settings and customer usage. The customer reverted to manual injections for insulin therapy.